Event description:
On (B)(6) 2010, patient reported the down button on her infusion device is no longer working. Patient stated she first noticed the issue 1-2 months ago when the button began working intermittently. Patient reported the down button does press in. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.